Event description:
According to the reporter: occurred during a esophagectomy/gastric tube procedure. During the second firing, the surgeon pressed the blue button to close the jaws, however, the firing was stopped on the halfway. The case was completed using a new device. No patient injury.